Event description:
Philips received a complaint on the v60 ventilator indicating that the caster on their v60 stand cart was broken. The customer informed the remote service engineer (rse) of the issue and that this was the newer v60 stand experiencing the issue. The rse provided the customer with the part information for a replacement v60 stand locking caster. In a good faith effort (gfe) response from the customer received on 08jan2026, the customer confirmed that the part had been ordered, but had not yet been received, so the repair was still pending. This investigation is ongoing. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported.

Manufacturer narrative:
In a good faith effort response from the customer received on 16feb2026, it was confirmed that the replacement casters had been received. In an additional gfe response received on 20feb2026, the customer confirmed that the replacement casters were replaced to resolve the issue and the device was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.